Event description:
It was reported that the patient presented via merlin.net transmission with low battery voltage alert. The patient was not symptomatic and was stable. It was determined that the low battery alert was likely due to diagnostic anomaly due to storage of the confirm device in cold temperature pre-implant. There was some undersensing noted for which the confirm device was reprogrammed. Patient was asymptomatic and was stable.

Event description:
Additional information received notes that the battery longevity anomaly was likely due to the device being exposed to cold. Patient was asymptomatic. Additional information could not be obtained.

Event description:
New information revealed that the patient received another false low battery alert during interrogation. The issue was corrected.